Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2020, a nurse reported that the patient had redness and an infection at the stoma site for last few weeks and was prescribed unspecified antibiotics by a physician. On (B)(6) 2020, the antibiotics were completed but the patient had no improvement as the stoma site had oozing and a foul smell. On (B)(6) 2020, a nurse reported that stoma issues had resolved as the stoma site (peg site) had slight oozing but minimal amount and no redness.